Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker iii-IV. Pending analysis.

Event description:
Patient reported prothesis encapsulated. Healthcare professional later reported capsular contracture baker grade iii-IV with deformations. The device was explanted. This record is for the left side.

Event description:
Patient reported prothesis encapsulated. Healthcare professional later reported capsular contracture baker grade iii-IV with deformations. The device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, deformation device, white calcification in the shell and crease fold. Voids and bubbles in the gel observed after autoclave cycle. Observed the deformation that was confirmed in the standard analysis, it was not assessed as a workmanship because the device was implanted. Based on the device analysis the final assessment is no issues found related with the manufacturing process.